Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116077.

Event description:
It was reported that the patient experienced discomfort due to the spinal cord stimulator (scs) lead being positioned too close to the skin. The patient underwent a procedure wherein the lead was repositioned, and the patient was recovering well postoperatively.